Event description:
It was reported that the patient had presented to the clinic for a follow-up. It was noted that the right atrial (ra) lead and right ventricular (rv) lead had exhibited loss of capture. A chest x-ray confirmed that both the ra and rv leads were dislodged. Both the ra and rv leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Section b3 - date of event: the date of event was reported as an estimate as follow: ¿earlier this month of (B)(6) 2025¿. Section d10 - therapy date: the therapy date was reported as an estimate as follow: ¿earlier this month of (B)(6) 2025¿.